Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: pt developed a recurrent hernia. To resolve recurrent hernia, a surgical intervention was performed. After surgical intervention, the issue was resolved.